Event description:
On (B)(6) 2015, a left port was removed. On (B)(6) 2015, the pt had a retained blue silicone connector removed from the subq tissue. On (B)(6) 2015, a root cause analyze was conducted. Equipment: angiodynamics smart port CT power injectable port ref: ct805tpd. This kit has 14 moveable parts. The kit includes 2 blue silicone mechanisms which were referred to as "connectors" by the team. One blue connector is pre-attached to the catheter and the other blue connector is in a separate compartment for use if necessary. When the ir doctor was asked why there are 2 connectors he replied" in care it slides off the catheter and onto the floor." This leads us to believe that the MFR is aware of the moveable connector ability and that is why an add'l connector is placed into the kit. According to the MFR's instruction for use manual; the blue connector is identified on page 9 as "blue strain relief mechanism." The mechanism function is to slide over the end of the catheter and the stem flange of the port reservoir. On the angiodynamics. Web site the item profile reads "blue boot strain-relief mechanism offers a secure feel and snug fit." The 100% silicone catheter and its tip is radiopaque. However the blue connector is not. There is no locking mechanism since it appears to simply slide over th junction of where the catheter attaches to the reservoir stem. It was opined that the root cause of the event is the ability of this "free floating" connector to disengage from the stem and migrate within the subcutaneous tissue.